Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance replacing a 23-inch, 6 mm infusion set and, after guided troubleshooting and education, successfully completed the supply change with insulin delivery resuming; the user experienced hyperglycemia to 352 mg/dl after a recent meal and confirmed a meal announcement, with no alerts or alarms reported. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included guided device troubleshooting focused on infusion set replacement and user education. Investigation of this case revealed no device malfunction identified and no component failure reported, with hyperglycemia temporally associated with recent food intake and resolved after resumption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.